Event description:
It was reported that this patient with a pacemaker exhibited high right atrial (ra) thresholds which resulted in loss of capture. The right atrial (ra) lead was turned off and the device pacing mode was changed. Subsequently, the pacemaker and ra lead was explanted and returned for product analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt our our post market quality assurance laboratory, visual inspection confirmed the lead was returned but t was noted it had been severed approximately .261mm from the terminal end. . Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with a pacemaker exhibited high right atrial (ra) thresholds which resulted in loss of capture. The right atrial (ra) lead was turned off and the device pacing mode was changed. Subsequently, the pacemaker and ra lead was explanted and returned for product analysis. No additional adverse patient effects were reported.